Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-01226. It was reported that the patient experienced chest pain and edema. On (B)(6) 2014 the patient was admitted to the hospital due to leg swelling. The patient remained hospitalized and on (B)(6) 2014 intravascular ultrasound (ivus) was performed noting compression of the right and left common iliac vein (civ) was demonstrated and was greater than 50% compressed. Based on this finding, it was decided to stent the right and left civ. An 18x90 wallstent® endoprosthesis was implanted across the right civ lesion, extending into the inferior vena cava (ivc). Post dilation was performed with an xxl balloon with 2 inflations. Through the left access system an 18x90 wallstent® endoprosthesis was inserted and deployed across the left civ lesion, extending into the ivc. This stent was post dilated with an xxl balloon, inflated twice. Subsequent post stent ivus was performed on the ivc and right and left civ and common femoral vein (cfv) which demonstrated good wall apposition and good stent placement. The patient was transferred to the recovery room in stable condition. The patient was discharged the following day. Two days later the patient was readmitted due to chest pain and was diagnosed with unstable angina due to uncontrolled hypertension and tachycardia. On (B)(6) 2014 the patient presented for a follow up appointment and reported aching of the legs, tiredness and fatigue in legs, lower extremity (le) edema, and generalized weakness. On subsequent follow up appointment edematous ankles were noted, however improvement of aching legs, tiredness and fatigue in legs was also reported. On (B)(6) 2014 radiofrequency ablation was performed. On (B)(6) 2014 the patient reported resolution of leg pain, but notes le edema, dyspnea and fatigue. There were no further patient complications reported.